Manufacturer narrative:
This supplemental report is being submitted to repot the investigation conclusion. Please see updates to section: g3, g6 and h6. Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1017217 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lots 1017217, test base part number 190-430 / lots 1017217 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017217 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report: 1221359-2021-00882 (B)(6) 2021. ((B)(4)) 12:01pm lot: 1017217) 1221359-2021-00883 (B)(6) 2021 ((B)(4)) 7:08am lot: 1015091).

Event description:
The customer reported three false positive results with the ID now covid-19 assay. This MFR. Report addresses lot (3) of (3). The customer reported one (1) false positive result with the ID now covid-19 assay performed (B)(6) 2021 on a direct tested nasal kitted swab. The nasal swab was used to swab both nostrils per the product insert instructions. Repeat testing was not performed. Confirmation testing on new sample nasopharyngeal swabs with pcr generated negative results (CT values not provided). The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.